Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient got high blood glucose level event on 03-oct-2025. The patient was admitted to the hospital due to hyperglycaemia and diabetic ketoacidosis (dka) after 3 pm on (B)(6) 2025. The blood glucose at the time of hospitalization was 600 mg/dl. The length of hospitalization was greater than 24 hours. The patient got treated with intravenous (IV) insulin drip. The patient tested positive for ketones. The patient also had symptoms of vomiting, blood passed out, sweating, chills. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6010043, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010046". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot: 6010043 was manufactured according to the work instruction version 82 and manufactured in the line 3 on 02-nov-2024, with a total of (B)(4) units. The sub-assembly lot: 4k05696 was manufactured according to the wi version 27 on 01-nov-2024, with a total of (B)(4) units. The sub-assembly lot: 4l00346 was manufactured according to the wi version 27 on 03-nov-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot: 4k06474 was manufactured according to the wi version 42 and manufactured in the machine 4 and 8, on 31-oct-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot: 4k06474 was manufactured according to the wi version 42 and manufactured in the machine 4 and 5, on 29-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3:10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2:10 samples out 10 samples passed the test for the code idd-pmc11.03 no malfunction based on complaint information. All test results were within specifications as per the test report: (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010043, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010046". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010043 was manufactured according to the work instruction (wi) version 82 and manufactured in the line 3 on 02-nov-2024, with a total of (B)(4) units. The sub-assembly lot 4k05696 was manufactured according to the wi version 27 on 01-nov-2024, with a total of (B)(4) units. The sub-assembly lot 4l00346 was manufactured according to the wi version 27 on 03-nov-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4k06474 was manufactured according to the wi version 42 and manufactured in the machine 4 and 8, on 31-oct-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 4k06474 was manufactured according to the wi version 42 and manufactured in the machine 4 and 5, on 29-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi-002702 guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi-002688 guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.